Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The customer¿s photos were inspected as follows: pic 1 shows 363083 shelf pack, pic 2 shows a tube that is not 363083 with material in it, pic 3 shows material being held above a tube, pic 4 is similar to pic 2. Based on the visual inspection/evaluation of the photos, bd ids did not observe customer¿s failure mode on the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting and fibrin, because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples was acceptable bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported bd vacutainer® buffered sodium citrate (9nc) blood collection tubes clotted. The following information was provided by the initial reporter: "presence of fibrins and clotting of the samples in1.8 ml citrate tube. The responsible also informs that the samples are in patients with covid-19 and that in some who receive heparin, characteristics that can generate changes in the sample. Reported that they have a high rate of collection request by his partner laboratory, mainly for citrate tubes because of clots and that she performed an internal collection test on the bd citrate tube and another manufacturer's tube, where only the sample collected in the bd tube it coagulated even though the indicated volume was respected. Additional information: customer provided photos, where it is possible to identify the batch of tubes, as well as tubes after blood collection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported bd vacutainer® buffered sodium citrate (9nc) blood collection tubes clotted. The following information was provided by the initial reporter: "presence of fibrins and clotting of the samples in1.8 ml citrate tube. The responsible also informs that the samples are in patients with covid-19 and that in some who receive heparin, characteristics that can generate changes in the sample. Reported that they have a high rate of collection request by his partner laboratory, mainly for citrate tubes because of clots and that she performed an internal collection test on the bd citrate tube and another manufacturer's tube, where only the sample collected in the bd tube it coagulated even though the indicated volume was respected. Additional information: customer provided photos, where it is possible to identify the batch of tubes, as well as tubes after blood collection."